Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor within 10 minutes. Results of 501 mg/dl, 209 mg/dl and 126 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter manufacturer date is unknown.